Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the device's activity log and clinical data did not confirm the reported malfunction. The device was put through extensive testing without duplicating the malfunction. As part of the investigation, the customer communicated that the patient was responsive during the event. It is important to mention the AED plus operator's guide states that the device is not to be used when a patient is conscious, breathing, or has a detectable pulse or other signs of circulation the investigation is being closed as the device was not being used as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.